Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl, while wearing the pod between 25 and 36 hours, on the abdomen. The pod was leaking during wear. When the pod was being removed, it was noticed that the cannula had dislodged from the infusion site. Minor bleeding at the infusion site was reported as well. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria.